Event description:
It was reported that this device was not interrogated after updating the programmer. Technical services (ts) discussed that the latest update should not have affected the ability to interrogate this device. Troubleshooting was done and manually interrogating the device did not work as well. To date no further information was provided. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.